Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a follow up. Upon interrogation, the atrial lead exhibited noise. During provocation testing and pocket manipulation auto mode switch episodes were observed. No intervention was performed. The patient would be monitored.